Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) pre-implant battery status was lower than expected. The local guidant representative interrogated the device at a later date and the battery voltage was still low. The device was returned to guidant for analysis.

Event description:
This boxed implantable cardioverter defibrillator (ICD) pre-implant battery status was lower than expected. The local guidant representative interrogated the device at a later date and the battery voltage was still low. The device was returned to guidant for analysis.